Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels rose to greater than 390 mg/dl while wearing the pod on the arm between 1 and 4 hours. The patient's mother reported that medical attention was sought due to elevated blood glucose levels. Following evaluation, the healthcare provider reportedly informed them that the pod was affected by an fsn-related issue, which was believed to have contributed to the increase in blood glucose levels. Reported symptoms included loss of consciousness, inability to ambulate, and severe hyperglycemia. The patient was diagnosed with hyperglycemia and diabetic ketoacidosis treatment consisted of insulin administration and intravenous fluids. The patient was discharged on (B)(6) 2026. The pod was discarded at the hospital.